Manufacturer narrative:
Device evaluation: the stent was not returned with the delivery system. Crimp impressions were evident along the balloon working length. The tip was slightly flared. (B)(4).

Event description:
The physician intended to use an endeavor resolute stent to treat a lesion in the mid rca. The lesion was moderate tortuous with severe calcification and 90% stenosis. The physician pre-dilated the lesion with a 2.5 x 20mm balloon twice to 16 atms. The stent was removed from packaging, inspected and prepped per IFU with no issues noted at any stage. Although resistance was encountered when advancing the device, excessive force was not used. The stent could not cross the lesion. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. There is no injury to the patient. The stent delivery system involved in this event was received back without the stent. Clarification was requested and it was confirmed that the stent came off the device in vivo, and was removed with the help of a snare. Physician believes that the stent dislodgement was due to use of the device in difficult lesion morphology/anatomy. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.